Event description:
On (B)(6) 2024, customer complaint was received on 081263565 rolyan polycushion padding, beige, 1/8". Customers complained that it smelled and caused skin reactions on two (2) of their customers.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints.